Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced a loose prn which was noted during use. The following information was provided by the initial reporter: the heparin cap fell off during infusion.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9023815. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sleeve stopper of the submitted sample arrived unattached to the heparin cap; our quality engineers were able to identify numerous multiple potential causes related to variances in the manufacturing process. CAPA 1389644 has been launched to identify the root cause for the observed non-conformity; presently bd has implemented the appropriate changes to manufacturing practices to prevent a reoccurrence of this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced a loose prn which was noted during use. The following information was provided by the initial reporter: the heparin cap fell off during infusion.